Event description:
It was reported that during procedure the patient experienced phrenic nerve stimulation after lv lead implanted. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.